Event description:
It was reported that iag bc pro global wing grn 18ga x 1.16in catheter hub was cracked. The following information was provided by the initial reporter: the midwife used the tourniquet on the patient's arm for placement of an 18ga secure catheter. After the catheter was inserted, blood was ejected onto the midwife through a crack in the catheter hub. Actions taken: quarantine and replace them with other models.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one used retracted unit and the catheter adapter assembly. Through the visual observation of the unit, the adapter was found to have a large crack running along the back of the catheter adapter assembly. Cracking/stress marks were also visible to the opposite side of the adapter. The reported issue was confirmed. The crack at the adapter was confirmed as an obvious cause of leakage. Based on location of the crack, the defect most likely originated during the manufacturing process. Preventative maintenance and sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global wing grn 18ga x 1.16in catheter hub was cracked. The following information was provided by the initial reporter: the midwife used the tourniquet on the patient's arm for placement of an 18ga secure catheter. After the catheter was inserted, blood was ejected onto the midwife through a crack in the catheter hub. Actions taken: quarantine and replace them with other models.